Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 30° endoscope plus exhibited an error flagging on each use. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported damage occurred outside of the surgical procedure, and no fragments fell into the patient. There were no reports of fragments detaching during use, no patient complications, and no post-surgical follow-up required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and failure analysis investigations confirmed the customer-reported complaint but could not replicate it. The presence of error 48216 in the system logs confirmed the issue. Visual inspection of the endoscope cable integrated connector revealed mechanical damage. The connector paddleboard showed signs of physical damage, including scratch marks, indentations, and broken or missing pieces at the cable¿s proximal end. The endoscope itself exhibited cosmetic damage, and the connector housing displayed discoloration, which was confirmed upon inspection. Further examination identified mechanical damage at the distal tip of the endoscope. Evaluation also revealed a defect in the camera instrument adapter. During the friction test- performed using a screening aid to manually rotate the adapter abnormal resistance and audible noise were observed, confirming binding. The camera instrument adapter was removed and inspected, revealing that the attached endoscope adapter (aea) shaft bearing was contributing to the friction. The component had a broken or detached piece located in an area that could potentially fall into the patient. Failure analysis plus, the endoscope was tested on an in-house system for cable performance and failed due to a wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis. The probable root cause of the customer-reported complaint could not be determined as the failure analysis was unable to replicate the issue. The probable root cause of detached fragment is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.